Event description:
Clinical study during a coronary artery drug leuting stenting procedure there was balloon withdrawal resistance. The lesion being treated in the index procedure was a 3.5mm, 95% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.00x28mm drug eluting stent in the target lesion. There was mild balloon withdrawal resistance and rwquired "more power than normal" to get the balloon out. It was resolved without treatment or pt injury this product is only ous approved but it is similar to a marketed us device.